Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "covid-19" infection, not related to the device, is considered an unexpected adverse drug experience. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported that patient was injected in cheek (ck1) with juvéderm® voluma¿ with lidocaine. One month later, the area became inflamed. Patient was treated with hyaluronidase and symptoms resolved. At an unspecified time later, patient contracted covid-19, deemed not related to the device, and inflammation and nodules developed at of the injection sites. Patient was prescribed corticosteroids and was treated with hyaluronidase again.